Manufacturer narrative:
Concomitant medical products: product ID: (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2022, explanted: product type lead information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), serial/lot #: (B)(4), ubd: (B)(6) 2026, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins). Information was reported that the patient had coverage immediately. Post op. Later in day when pt. Was more awake, coverage only on right side. Upon post op x-ray, lead slipped off to right side. Pt. Returned to or to move lead. The patient also had stimulation in an undesired location. This issue was resolved with a revision. The patient returned to the or and the lead was moved.